Event description:
It was reported that during reprocessing of the prograsp forceps instrument it was observed that the instrument has loose wires. There was no report that any piece(s) from the instrument fell into a patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable down is loose/unraveling at the wrist. There is no damage to the distal clevis. The cable is becoming undone. Failure analysis investigation also found that the following additional damages to the instrument: the instrument's grip open cable is seated on the outermost pulley and the grip close cable is exposed on outside of the pulley. The yaw motion is non-intuitive as a result. The distal end of the instrument's main tube has various scratch marks with light material removal. The scratches are .201 - .060 in length and are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.